Event description:
It was reported that this artificial urinary sphincter (aus) was not functional due fluid loss. It was noticed that the balloon was empty and suspected that there was a hole present in the device. The aus was explanted and replaced. No patient complications reported.